Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm cap loose at 1:00 p.m. During rounds, the patient was found to have a dislodged heparin cap and interface of the indwelling needle; the indwelling needle should have been normal in its previous use, and this dislodgment may have been due to the presence of a loose interface of the indwelling needle, which was of no consequence to the patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
In response to the event reported by your facility a device history review was conducted for lot number 4052739. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.